Event description:
During mechanical rotational atherectomy, the guidewire became separated with a section of the guidewire requiring removal by snare. No remaining wire was left behind and no harm to patient was noted during or immediately after the procedure.